Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had damage to their insulin pump. The customer stated it was difficult to draw up their reservoir. It was also found insulin would not exit when the reservoir was inserted. The customer also reported a piece of the reservoir was chipped off. Customer's blood glucose was unknown. It was also found a motor error alarm occurred. The customer stated their reservoir could still be screwed in, but it was affecting the structural integrity of the insulin pump. The customer declined to replace their insulin pump at the time of the call. The insulin pump will not be returned for analysis.